Event description:
Outlet connector was broken off during clean up. No pt involved. (B)(4).

Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Investigation is on-going. F/u will be provided.